Manufacturer narrative:
H2: correction - upon further review, no reported malfunction of the sonopet tip, this is not reportable. D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
It was reported that the sonopet handpiece tip connector was found broken, no details provided on the sonopet tip, no reported malfunction for the sonopet tip. No event details provided on this.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the sonopet tip broke, no further information at this time.